Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the fiber optics on the navigation system were swapped out with resolution. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
Medtronic received information that, while in a spinal fusion, the navigation system monitor would lose display functionality after fifteen to twenty minutes of use. It was reporting that exiting and re-entering the application software would restore functionality temporarily. It was noted that the surgeon continued to navigate via operating room (or) monitors that were showing the video feed as well. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: device manufacture date provided.